Manufacturer narrative:
The device logs were downloaded and reviewed. The logs indicate that line a was put in standby and not delivering shortly after the line a infusion was started. Roughly an hour and a half later, line a was taken out of standby. The device passed all pvt tests without any issues. The device was functional as per specification. The complaint of under delivery cannot be confirmed based on the log.

Manufacturer narrative:
The device was received on may 21, 2019 for evaluation. Testing is not yet complete.

Event description:
The customer reported a plum 360 was manually programmed for line a to run at 167ml/hr and line b at 275ml/hr. The infusion was intended to run for 3 hours in line a and 4 hours in line b. At the end of the infusion, 250ml of unspecified hydration fluid was expected to be left in the container. After approximately 1.5 hours, the nurse returned to the pump to find that line a was not running and had only delivered 0.3ml, while line b was still running. Out of 500ml, 499.7ml of fluid was actually left in the container. The customer reported there was no possible error in programming and no difficulty in programming or initiating the infusion. The customer confirmed that both a and b indicators were flashing and pump was infusing before leaving to attend to other patients. The pump had not alarmed to alert or indicate that there was any problem with line a. The pump was removed from service and the infusion was completed on another pump. There was patient involvement and a delay in therapy, however no reported harm to the patient.